Event description:
It was reported the device only paces three seconds when the battery is removed. The external pulse generator (epg) was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however, analysis did find that the upper and lower cases were broken and contaminated, the battery release, battery drawer and battery flex were contaminated, the battery contacts were compressed and contaminated, and the ring bail was bent.